Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported a return of urinary symptoms. Patient was wondering how to use patient programmer to increase settings. Patient¿s pp showed stim was on, patient was able to adjust or change programs. Patient¿s stim was increased to 1.3. Patient would reach out to the doctor if symptoms do not decrease. No complications reported. No further symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that change to device programming led to the return of symptoms. They felt the device needed to be changed from 1.0 to 1.3 and they also had gotten an urinary tract infection (uti). Changing in device programming from 1.0 to 1.3 helped tremendous also got rid of uti. Patient weight was reported. Symptoms had been resolved.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient. It was reported the patient could not remember the dates but they stated they knew they had utis at least 1 time a month. They have only had one uti since they've had the implant and it was cleared in 3 days. They reported they had no further utis. The patient noted they were not sure what caused the uti but that they were related to their underlying urinary dysfunction and the uti was not related to the device/therapy. They reported the actions and interventions performed for the uti were that they were on antibiotics for 5 days and they drank more water. There were no further complications reported/anticipated.